Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Change your infusion set every 48 to 72 hours as recommended by your healthcare provider. Change your cartridge every 48¿72 hours as recommended by your healthcare provider. Always remove all air bubbles from the pump before beginning insulin delivery. Ensure there are no air bubbles when drawing insulin into the filling syringe, hold the pump with the white fill 7.3 global user guide. Book page 30 tuesday, (B)(6) 2022 9:22 am chapter 2. Important safety information 31 port pointed up when filling the tubing, and ensure that there are no air bubbles in the tubing when filling. Air in the cartridge and tubing takes space where insulin should be and can affect insulin delivery.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly the customer is wearing the pump supplies for 2-2.5 days, and not removing the cartridge air. Tandem clinical support informed customer that wearing the pump supplies for 2-2.5 days, and not removing the cartridge air, is off label per the user guide. Customer¿s blood glucose (bg) level was 574 mg/dl. Elevated blood glucose levels were addressed by manual insulin injection.